Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was checked during dialysis. Everything on the device looked good, but an alert present for "possible high output circuit damage" was observed. The patient had magnet episodes from the day the alert was triggered. The patient may have been in clinic at that time. Since the alert the patient had two successful capacitor maintenances. Patient continued to be monitored for further alerts. The alert was not cleared as patient was undergoing dialysis.

Event description:
New information received indicated that the device was explanted.

Manufacturer narrative:
The field event of an output anomaly alert was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were observed. The cause of the output anomaly could not be determined.